Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device result/lab inr was 3.0/4.3 in 2006 and 5.1/3.0 the previous month. The dr adjusted the user's medication based upon the lab. The device was replaced and requested to be returned for eval.